Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's associated battery was not returned for evaluation as part of this investigation. The device passed the final test procedure, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.